Event description:
It was reported that a competitor's lens was torn by the msi-tm injector during loading. There was no patient contact.

Manufacturer narrative:
Evaluation results: a lot order search was conducted on the injector and cartridge. There were two similar complaints found for the injector and one similar complaint found for the cartridge.